Manufacturer narrative:
This report is being supplemented to provide additional cleaning (cds), disinfection and sterilization information. The (cds) was performed by the customer. There was no debris that was found. The device was precleaned. None of the reprocessing accessories had an abnormality. Manual cleaning was performed within an hour after the procedure. The scope was rinsed. All scope channels were placed. The air/water channel was flushed with water and air by using the endoscope air/water channel cleaning adapter. There was no effect from other products/reprocessing accessories/automatic endoscope reprocessor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the air/water channel of the evis exera iii colonovideoscope was broken and water was flowing out instead of air. The issue occurred during the preparation for use. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle was clogged due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: labels were peeling; plastic distal end cover has a cracked glue; there was a cut on the switch1 and switch2 was scratched, forceps passage had excessive peeling and scratches; angulation was low; control knob was grinding; distal end plastic cover had deep dents and scratches; objective lens edge had a chip; light guide lens had cracks; nozzle had a clog; bending section cover or distal sheath rubber glue was cracked on both sides; insertion tube had minor scratches and cut on the boot; control body was missing paint on the cylinder; light guide tube had a buckle; scope connector had multiple large chips on the boot; light guide mount was loose. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.